Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at l3. Intra-op, the balloon ruptured during inflation. The patient was not allergic to the contrast media. It is unknown if any fragment of the ruptured balloon remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the ibt balloon identified a sharp cut parallel to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinter. If information is provided in the future, a supplemental report will be issued.